Event description:
It was reported that a patient experienced difficulty pairing a new dexcom g7 continuous glucose monitor (cgm) to the ilet, where the ilet displayed an intermittent connection state despite an initial pairing attempt, consistent with an intermittent communication failure involving an antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm sensor and the ilet resulting in intermittent communication failure related to the antenna and electrical/magnetic components, and the pairing succeeded after troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.